Event description:
It was reported that this insertable cardiac monitor (icm) reached recommended replacement time (rrt) battery status earlier than expected. Technical services (ts) suggested the icm should be replaced and returned for analysis. Subsequently the icm was explanted. Another icm was implanted to complete the procedure. The icm has not been returned at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) reached recommended replacement time (rrt) battery status earlier than expected. Technical services (ts) suggested the icm should be replaced and returned for analysis. Subsequently the icm was explanted. Another icm was implanted to complete the procedure. The icm has been returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. X-ray examination of the device identified no anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis did not reveal any abnormalities.